Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the infusion set's cannula was coming out while she slept. It happened three times in two weeks. She woke up with a blood glucose level of 512 mg/dl. The device was not returned.